Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for lead extraction due to an embolism in the right atrium. Patient stated several blood clots were formed including a blood clot that traveled to her lung causing the pulmonary embolism. The physician did not claim the embolism was caused by the implanted system. During the explanted it was noted that the remaining portion of a capped rv lead was covered with blood clots. The lead was explanted but the svc coil remains in the patient. The patient does not currently have a working system and may not be getting another system implanted. No further issues were noted with the patient .the patient will continue to be monitored.